Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 288-523 mg/dl. Reportedly, customer experienced vomiting as well. Cause of high bg was customer using fiasp for insulin therapy which is not approved for use with the pump per tandem labeling. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding diabetes management.